Event description:
A customer reported a patient had received peribulbar anesthesia in preparation for surgery. The procedure had not yet started when the footswitch presented with issues. The case was canceled. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the footswitch interface printed circuit board assembly (pcba) and the footswitch cable. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not indicate any related system messages. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).